Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed fluid volume accuracy testing. Device failed during evaluation, no patient involved.

Manufacturer narrative:
(B)(4). The device has been received but the evaluation has yet to be completed. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The homechoice (hc) device was returned and evaluated by the product analysis lab (pal). The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the rite (returned instrument test evaluation) failure. The external/internal inspection was performed and the device passed, along with all of the electrical testing. During the evaluation, the device failed the rite functional testing for system error (se) 2416: left disposable (ld) & volumetric standard left (vsl). The results of the evaluation revealed the cause of the failure to be the manifold valve e (a0) leak. The manifold valve e (a0) was to be scrapped and the device was sent for servicing. Should additional relevant information become available, a follow-up report will be submitted.